Event description:
On (B)(6) 2025, the spouse of a lay user/patient contacted lifescan (lfs) USA. The reporter alleged that the patient received an inaccurate high control solution result in addition to alleging that their onetouch verio flex meter was generating inaccurately high results compared to his feeling/normal results and compared to his continuous glucose monitor. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged issue began almost two months prior, at an unspecified date. On an unspecified date, the patient obtained a glucose reading of 249 mg/dl, which was considered unusually high for him compared to his feeling/normal results and within 2 minutes was compared to his dexcom continuous glucose monitor glucose reading of 110 mg/dl. In addition to this, the reporter alleged that on an unspecified date, the patient received an inaccurate high control solution result of 404mg/dl. The patient manages their diabetes with the following medication: lantus - 26 units, short-acting insulin 12 units before every meal, metformin two tablets of unspecified dosage. The patient did not make any changes to their medication in response to this issue. The reporter stated that approximately 6 weeks ago at about 1500, the patient was passing out and not responding. The reporter stated that she gave the patient candy, sugar, cookies and apple juice whilst also calling 911. Emergency personnel came to the reporter¿s home and gave the patient glucose. The cca noted that the test strips had been removed from their original vial and were being stored in the kitchen area. Otherwise, the patent¿s testing technique appeared appropriate. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event that required treatment from a health care professional and the device could not be ruled out as a cause and /or contributor to the alleged event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.